Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were 10.0mmol/l versus 12.7mmol/l meter to lab. Tests were done within 10 mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.